Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 400 mg/dl to 740 mg/dl, and diabetic ketoacidosis. Reportedly, customer was not entering carbohydrates into pump. Additionally customer was using supplies for 4 days. Although requested by tandem technical support, customer declined troubleshooting, or to provide additional information regarding the issue.